Event description:
The customer reported that after wearing the device for about 5 hours her blood glucose reached 498 mg/dl. After she removed it she noticed the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation we are unable to confirm the kinked cannula or determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."